Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) lost communication with the breath delivery (bd). There was no pt involvement.

Manufacturer narrative:
The covidien technical service engineer (tse) troubleshot the issue with the customer over the telephone. The action recommended by tse agreed with the customer's plans to replace the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The repair is going to be performed by the customer. (B)(4).